Event description:
The customer stated smoke was observed coming from a cell-dyn 3700 sl analyzer. The micro-fuse on the power supply unit had short circuited and the pressure rectifier had burned out. There was no adverse impact to patient management or injuries reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer issue. The investigation included a review of the complaint text, evaluation of the returned device, a search for similar complaints, and a review of labeling. On (B)(6) 2008 the customer reported visible smoke on the power supply of the cell-dyn 3700 . No fire was seen, only smoke. A field service representative had replaced the power supply and the bridge rectifier of the power supply burned out. The power supply was returned for evaluation on (B)(6) 2009. The power supply was evaluated with the assistance of the failure investigation team (fit). The investigation performed by fit found that the power supply had all four (4) diodes shorted in the bridge rectifier. The +15-amp fuse on the dc regulator blew off. The power supply was set up for 240v 50hz operation and the primary fuse, which is used in this power supply, was missing when the unit was returned for evaluation. The power supply is sold as a field replaceable unit (fru) under (B)(4) for use with the cell-dyn 3000, cell-dyn 3500, and cell-dyn 3700. The cell-dyn 3700 system operator's manual notes that in an emergency situation, to turn off the power switches, in any order, as quickly as possible. The risk management file (rmf) for the cell-dyn 3700 (cell-dyn 3700 risk analysis (B)(4)) under the cd3700 risk analysis table, item 7.01, page 38, indicates that the power supply is a potential source of fire (severity = moderate, occurrence = occasional, and unmitigated risk level = medium). Controls in place to reduce the risk are over-current protection, fusing, safety icons, and hazard warning labels. The residual risk level is low, which is acceptable. Tracking and trending did not indicate any adverse trend for the cell-dyn 3700 for the reported issue. Based on the investigation, no product deficiency was identified for the cell-dyn 3700 instrument for the reported issue. An expanded investigation has been initiated to determine the cause of power supply failures. This is an interim report. An expanded investigation is in progress. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) the investigation of the cell-dyn 3700 analyzer smoke and fire issue identified the root cause as the installation of an incorrect fuse (by either the customer or the field service representative) in the analyzer power supply when it is operated at 220/240 vac (volts alternating current), which may result in the possibility of smoke and fire. The cell-dyn 3700 operator's manual contains the electrical requirements and specific voltage settings for each system. There are also controls in place to reduce the risk of smoke and fire (over-current protection, fusing, safety icons and hazard warning labels). The following steps were put in place to correct this issue: a product information letter was issued on 20 march 2009 to emphasize to new customers to follow the instructions provided in the cell-dyn 3700 system operator's manual for fuse replacement. A field communication (product correction) was issued on 27 mar 2009 to all affected customers to ensure that the correct fuse was installed in the cell-dyn 3700 analyzers in the field. Manufacturing instructions were changed to remove the fuse prior to shipping of the product to reduce the risk of an incorrect fuse being installed. Instructions were provided to the field service personnel through an installation check list to verify that the correct fuse was installed during installation. Furthermore, the preventive maintenance procedure was changed to include a check that the correct fuse was installed.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous mid left anterior descending (lad). The balloon was inflated to 6 atms on the first inflation and 10 atms on the 2nd inflation. It was inflated to 10 atms on the 3rd inflation and the balloon ruptured. The procedure was successfully completed with another of the same device. No pt injuries or complications were noted. Pt condition listed as "good."

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.